Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump was not vibrating. The customer's blood glucose (bg) level was 46 mg/dl. Customer addressed their bg with a vanilla coke and half a cookie. During troubleshooting with tandem technical support, the pump was functioning as intended.